Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis, however a photograph of the device stent was provided. Based on the image provided, the stent appears fully damaged along its entire length with stretching of the stent strut rows evident also. The photograph shows the damaged stent attached onto a snare device with the snare device contained within a guide catheter. No imaging was provided for the complaint device delivery catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. The 90% stenosed, 8-10mm in length target lesion was located in the moderately tortuous, mildly calcified and 4.0mm in diameter left main trunk (lmt) which had a previously implanted unknown stent. Following the advancement of an unspecified guide wire, a 20 x 4.00 promus premier stent was advanced; however, the device could not cross the previously implanted stent. It was found out that the guide wire advanced into a strut of the previously implanted stent instead of going through the truth lumen, causing the stent to get stuck and dislodge. The dislodged stent was then removed using a snare. The stent was inspected and was found to be stretched and lifted. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was good.